Event description:
It was reported that the distal cover fell off the duodenovideoscope during an unknown therapeutic procedure and it was retrieved. No patient harm reported. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report.